Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex artery using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheath. During the procedure, it was reported that the physician attempted to use a non-penumbra aspiration device and then ballooned a segment burden with heavy thrombus. However, thrombus traveled downstream to the circumflex artery and occluded the circumflex. The physician advanced catrx down the circumflex and completed two passes. After the second pass, the catrx was removed and the physician took a picture and discovered that the circumflex was still occluded. While attempting to advance the same catrx to make another pass, the physician noticed that the catrx to be kinked approximately three to four inches from the distal tip. Therefore, the catrx was removed the procedure was completed using a new catrx and the same sheath. There was no report of an adverse effect to the patient.